Event description:
Surgeon placed the patient into the mayfield skull clamp with three point fixation. The patient was then turned from supine to prone position. The surgeon then inspected the positioning and it was noted that the pins had slipped creating a laceration to the left side of the patient's scalp approximately 3 inches long. Staples were used to close the patient's laceration. The surgeon reapplied the same mayfield skull clamp with three point fixation using the same pins. As the patient was repositioned prone and the patient's head was inspected a laceration was noted on the right side approximately three inches long. This scalp laceration was repaired with staples. The surgeon then positioned the patient in a different mayfield skull clamp with three point fixation without incident and proceeded with the case. The pins were not retained by the hospital staff.